Manufacturer narrative:
The underlying cause documented on the irs or return fields in oracle is identified as: component item 1: motor - (B)(4): not able to duplicate issue, component item 2: motor: (B)(4) - motor noise. Brake engaged/disengaged properly during bench test. Tested on cmt. Rpm and amps were both in range but the dba were 77/65. Unable to test the motor under load.

Event description:
Right motor is dragging causing the chair to veer to the right.